Manufacturer narrative:
The returned instrument was received in its inner and outer blister, covered with the tyvek lid foil showing the lot information. The returned instrument shows no macroscopic signs of damage, but exhibits sign of surgery residues. The returned product was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection shows no abnormalities on the soft tip. The returned instrument was then functionally tested regarding the aspiration/irrigation properties. It was noticed that the irrigation is not working as expected and there is an occlusion, but it could be solved. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined be reconstructed. The customer's complaint is confirmed but the root cause cannot be identified by this investigation. A review of the batch record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacture products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic backflush had weak aspiration during ophthalmic surgery. Procedure details was not reported. Surgery has been completed without patient harm.